Manufacturer narrative:
Concomitant medical products: product ID: ddmd3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead oversensing with noise. The rv lead was confirmed to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.